Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump. It was reported that there was an issue with the pump's septum in the past where it was leaking which is what led the hcp to change their procedure for refills. The hcp stated this had happened several years ago. No further information was provided regarding this event.